Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). Sample material from the patient was requested for further investigation.

Event description:
There was an allegation of a false negative vana or vanb related resistance marker while using the eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base analyzer. The eplex result was enterococcus and enterococcus faecium. No related resistance marker was identified (vana or vanb). Microscan testing results for the sample were enterococcus faecium, vancomycin resistant.

Manufacturer narrative:
Testing of the returned patient sample did not reproduce the customer's results. Both runs identified enterococcus, enterococcus faecium, and vana resistance gene with robust detection. The investigation determined that the issue was consistent with a lower-than-intended target concentration of the vana gene within the sample volume analyzed by the assay. This could result in a not detected outcome if the gene's concentration was near or below the assay's limit of detection. Based on the available data, provided analysis, and internal testing, no product quality issue was suspected.